Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, it was reported that the patient's blood pressure was low. Upon deployment, the valve was reported to have been under-expanded, therefore a post implant balloon aortic valvuloplasty (bav) was performed using a 24 millimeter (mm) non-medtronic balloon. During inflation of the balloon, the valve dislodged into the ascending aorta. A snare was used. At this time, the patient was intubated and it was reported the patient's pressures has ceased. Cardiopulmonary resuscitation (CPR) was initiated. An echocardiogram was performed, revealing a left ventricle perforation. According to the physician, the left ventricular perforation was a result of an unspecified wire placement during the valve implant procedure. The procedure was converted to an open surgical repair. It was reported that one day after implant, the patient had died as a result of the left ventricle perforation.

Manufacturer narrative:
Conclusion: the valve was explanted and was not returned, therefore no product analysis could be performed. Image files were received of this event and sent to image review. Image file 1 shows the valve positioned in the ascending aorta. There are no valve load checks for this event. The two images provided can only confirm the valve is sitting in the ascending aorta. There is no evidence provided that can confirm the procedure events as stated in this event report. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. Unfortunately, there is no information provided on the patient's anatomy which may have provided a potential cause for the under-expansion. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, but here it seems to have been caused by an attempted post-implant bav on the under-expanded valve. Dislodge events are typically not related to a device malfunction. Cardiovascular injury, including ventricular perforation, can occur during implant and percutaneous intervention. However, per the physician, device was not the cause of the ventricular perforation rather it was caused by the non-medtronic guidewire. Asystole, colloquially referred to as flatline, represents the cessation of electrical and mechanical activity of the heart. Asystole typically occurs as a deterioration of the initial non-perfusing ventricular rhythms: ventricular fibrillation (v-fib) or pulseless ventricular tachycardia (v-tach). A variety of factors can contribute to the onset of asystole, here it appears to be the result of the trauma to the ventricle which can lead to conduction disturbances including asystole. The asystole caused the procedure to become a surgical repair and the patient died the following day. Although it is not known if an autopsy was performed, it was reported that the patient died as a result of the left ventricle perforation. Valve under expansion, conduction disturbance, vascular injury and death are all known adverse events per the device IFU (instructions for use). Without additional information, a relationship between the device and the death could not be established. No allegations were made relating the valve or its function to the death. The device history record and associated frame lot were reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated h.6 - eval method code. The valve was discarded. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated data: describe or event problem. Additional information was received that during the valve implant, the left ventricular perforation was due to the non-medtronic guidewire placement. The valve was explanted during the open surgical repair. Per the physician, the valve did not cause or contribute to the left ventricle perforation or death. It is unknown if an autopsy was performed. The device was not returned, therefore no product analysis can be performed. If information is provided in the future, a supplemental report will be issued.